Event description:
Over-infusion of levophed. Patient with ich on levophed to maintain b.p. New 250cc container of solution, at higher concentration, placed on pump and programmed to infuse at 10.3 mls/hr. 40 min later, nurse noted the patient's b.p. Elevated to 270/120 and the solution container was empty. According the hospital staff, the patient rebled during this incident and is considered inoperable.